Event description:
It was reported that during a da vinci hysterectomy procedure, the head of the single site curved cannula accessory was detached. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the weld joint had cracked around the circumference of the bowl and tube interface. As a result, the tube can be removed from the shaft. No other damage was found.